Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported after charging the ipg, the pt felt a sharp pain and burning sensation above the ipg site. It was reported the stimulation is working normally. Next course of action was undetermined.